Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are pretty sure their device is not working as they are having bladder issues. They stated in the last couple days bladder issues have gotten worse. They usually take oxybutin but did not take it today and there was no control and pt stated they could not get to the bathroom. The pt inquired "can I turn it back on, or do you have to turn it on". Walked the pt through connecting with implant to check therapy status/adjust therapy settings. They stated that they did not turn implant off that they are aware of. They said they did go through the airport and stated "and there was nothing" but stated they pretty sure they have felt a little tingling, so they were pretty sure it was still working (unclear what pt was referring to by this). Reviewed general use of handset and communicator.  The pt increased stimulation until feeling stim comfortably. They mentioned they think they got the trial on 2023-10-31 and stated they got the permanent implant two weeks later. Tried to clarify implant date, but pt stated they think they got implant on a tuesday but stated they were confused on implant date. The patient will confirm the implant date with physician and to update if it is different. The pt will maintain stimulation level and continue to track symptoms. Redirected pt to their managing healthcare provider if issue persists.